Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even with the support of a non-bsc guide extension catheter. The device was removed and it was confirmed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 7th most distal strut lifted and pulled distally no issues with the crimped stent. There were no signs of damage; stretching or lifting to the remaining struts. An od (outer diameter) measurement was taken of the undamaged section of the stent and is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even with the support of a non-bsc guide extension catheter. The device was removed and it was confirmed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.